Manufacturer narrative:
Date of event is unknown. Bsc became aware of the event on (B)(4) 2020. Therefore a date of (B)(6) 2020 was entered to indicate that the event occurred on an unknown day in (B)(6) 2020. Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. While introducing a 12 x 2.75 promus premier select stent, the device came off the carrier. The procedure was completed successfully and there were no patient complications reported in relation to this event.